Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to field: d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause for the reported cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center upon startup, the olympus logo appears, followed by the screen going black. After rebooting, no abnormalities were detected. The issue occurred during preparation for use before an unspecified procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.